Manufacturer narrative:
Date of event: exact date unknown, event occurred twelve years ago from the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2158700, model: sc-2158-70, serial: (B)(4), batch: 247698/a42244.

Event description:
It was reported that the patient was experiencing inadequate. The patient underwent a procedure wherein the ipg and leads were explanted and the patient was doing well postoperatively. The explanted ipg and leads were retained by the medical facility and will not be returned.